Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section h6, additional manufacturer narrative, of supplemental medwatch report 001 stated: h6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. Section h6, additional manufacturer narrative, of supplemental medwatch report 001 should have stated: h6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. In addition, during the investigation ventec observed that the authorized service provider (asp) who had originally evaluated the device noted that they had observed the reported issue on 2/17/2021, and not 02/26/2021 as originally reported in the initial medwatch report. This information had not been previously provided to ventec. As a result, section b3, date of event, has been updated from 02/26/2021 to 02/17/2021.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.